Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that pca fentanyl and ns where infusing and a leak was noted at the y-site. No patient harm confirmed by customer.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected for damages such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. A vertical hair line crack was faintly visible on the fll adaptor (cavity 8) of the primary line. Further visual inspection of the fll adaptor under magnification revealed a vertical hair line crack extending from one end of the adaptor to the other end, on the opposite side of the gate. Some irregular stress marks were also observed. There were no other damages or anomalies noted on the remainder of the set and its components. Functional testing was performed; the blue dye water was observed flowing through the tubing. The liquid was observed to leak from the fll adaptor of the primary line. Functional testing was continued and blue dye water was observed flowing through the tubing and exiting from the male luer. No leaks were observed in the secondary line of the set. Pressure testing was performed and leaking in the form of air bubbles was observed emanating from the fll adaptor of the primary tubing. Further visual inspection was performed by supplier quality engineering in which engineering confirmed this is an issue with the manufacturing process of the female luer component, which is manufactured by a third party supplier. The root cause of the customer¿s report was identified as a crack in the fll adaptor. The cause of the crack was not fully identified.